Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, an aneurysm was present in the m1 segment of the middle cerebral artery, characterized as unruptured and saccular with a maximum diameter of 4.3 millimeters and a neck diameter of 2.2 millimeters. Landing zone: distal: 3.1 mm and proximal: 3.8 mm. Vessel tortuosity was moderate. The stent tip did not open during deployment and took on a rod shape, remaining unchanged after 30 seconds. Despite multiple attempts to deploy the stent, including pushing the stent catheter forward and retrieving it for redeployment, the tip did not open. Consequently, the stent catheter was removed from the body. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was normal. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was the large stent was placed in the small blood vessel, and the small wings at the tip end restrained the stent tip. The pipeline was not placed in a vessel bend when it failed to open.